Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500mg/dl. The customer indicated that their pump settings and basal rates were incorrect. Troubleshooting assisted customer with their pump settings and confirmed that their basal rates and settings were correct. Customer indicated that they changed to a different infusion set that worked better for them. Troubleshooting found that the customer had an issue with inserting into fatty tissue. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the infusion set. No further details given.